Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and suffered from rupture on the right breast implant. As a result, the patient will undergo removal and replacement with mentor gel breast implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 5739283 number, and no non-conformance's were identified. On (B)(6) 2020, it was reported to mentor that the date of removal was rescheduled to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The replacement device was mentor memorygel breast implant 385cc on the right side and mentor memorygel breast implant 340cc. Patient¿s age is 72 years old. On (B)(6) 2020, during the visual inspection, the device was found to be incomplete and ruptured. Additionally, shell abrasion was observed in the edges of the rupture. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (product code 3507350bc and lot number 5621424). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot 5739283 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. A manufacturing record evaluation was performed for the finished device 5739283 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).